Manufacturer narrative:
(B)(4). This complaint is for a check heater line alarm. Per the complaint information, during troubleshooting the heater bag spike became disconnected. The used sample was not returned to baxter for evaluation therefore complaint cannot be confirmed in the lab. The root cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) had the home patient's (hp) daughter push in and turn the heater bag spike. The tsr explained that she would need to start over with new supplies. The tsr assisted with ending therapy on the hc. The hc device was operational. No patient injury or medical intervention was indicated at the time of the initial report. The writer spoke with the home patient's (hp) daughter on (B)(6) 2010 regarding the reported problem. She said that she did not see anything unusual with the supplies. The lot numbers of the cassette and bag were unknown. The hp's daughter said that she had the alarm, and was twisting the spike for troubleshooting since no solution would come out, and then all of the sudden the spike came out. She said that the hp was never connected for therapy. The hp's daughter said that as soon as the technical service representative (tsr) said it could cause an infection she took everything down right away and started over with all new supplies. All the supplies were discarded and she did not have the packaging or boxes that they came in. No patient injury or medical intervention was reported.